Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an ablation procedure, the patient returned to the hospital a few days later complaining of abdominal pain. The patient had to undergo surgery during which they found a hole in the diaphragm. The colon was also burned and there were feces that leaked into the chest and patient¿s lungs. There was no error message or issue that was noticed during the procedure with the generator. It was only noticed that the power output in standard ablation zone started at 150w without the usual gradual increase of power commonly seen with single probes.